Manufacturer narrative:
Device remains implanted.

Event description:
A report was received that the stimulation was not covering the patient pain area. The physician added an additional lead to provide therapy.

Manufacturer narrative:
Device remains implanted.

Event description:
A report was received that the stimulation was not covering the patient pain area. The physician added an additional lead to provide therapy.